Manufacturer narrative:
On may 8 2020, additional information was received indicating the patient underwent removal and replacement with mentor memorygel breast implants 370cc, catalog number smpx370, serial number (B)(6) and (B)(6)on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicated the patient underwent removal on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor smooth round moderate profile 325cc, catalog number 3501650, serial number (B)(4), lot number 6943094. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 325cc and experienced deflation on the right side. As a result, the patient underwent removal on (B)(6) 2015.

Manufacturer narrative:
On 6/12/2019, the date of implantation was confirmed as (B)(6) 2015. No date of explantation has been provided at this time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).